Event description:
Customer states they failed an external proficiency survey for benzodiazepine. Survey was run (B) (6) 2009, the sample recovered 258, (no units of measure since qualitative assay), they reported the sample as negative. Customer said only three out of 120 labs reported that sample as negative. She said they reran the sample (B) (6) 2009 and the result on rerun was 335 ng per ml which is positive. No discrepant or erroneous pt results were generated. If add'l info is received, appropriate notification will be provided.